Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with fortum and reflin (doses and frequencies not reported). The cause of the peritonitis was unknown. The patient was recovering from peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.